Event description:
On 2/4/1998, 4 implants were placed at locations 12, 14, 22, and 24. The procedure was uneventful. On 6/24/98, the implant at #14 was noted to be only partially integrated. A perioprobe could be inserted mesially and buccally. It was decided to remove the implant in order that the final treatment plan would not be compromised. One person affected.